Event description:
The complaint is reported as: the positive end contact point of the battery pack is not making electrical contact with the handle contact pin, thus the blade light will not energize. There was no report of pt involvement or injury.

Manufacturer narrative:
The sample was returned for eval. The battery was installed in a known, functioning, MRI handle. A blade was then attached and engaged. The light in the blade would not energize. The battery voltage was measured at 2.88 dc volts. Both negative and positive contact points were inspected and found to be clean and operational. A newer battery which measured 3.00 dc volts was installed in the handle and the light from the blade energized. To ensure an unbiased test, the complaint battery and the spare newer battery were manually wired in order to take contact points of the handle out of the operational equation. Once again, the complaint battery measuring 2.88 dc volts would not energize, and the new spare battery measuring 3.00 dc volts did burn. This functional test confirms the small window of operation for the light. Design has restricted the operation of the blade light should be battery supply voltage drop below a certain value. The specific value from a design perspective is not known, however, it is known that a battery measuring 3.0 dc volts will energize the same bulb. The complaint has been confirmed, but the operation parameters of either the light in the blade, or the battery circuitry is functioning as designed.